Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary total hip arthroplasty using 3rd generation ceramic-on-ceramic articulation" written by beom h. Seo, dong j. Ryu, joon s. Kang, and kyoung h. Moon published by hip international hip int 2016; 00 (00): 000-000 doi: 10.5301/hipint.5000375 published online 16 may 2016 was reviewed. The article's purpose was to evaluate clinical and radiographic results and complications of cementless tha with 3rd generation coc articulation. Data was compiled from 310 thas performed between april 2001 to january 2008 with mean follow up period of 8.9 years and mean age at index surgery of 54.6 years old. Depuy products utilized: aml stems, duraloc cups, coc bearing surfaces - all products in all hips. The article reports on generalized adverse events and provides patient identifiers for two patients within narrative description captured in linked complaints. This complaint captures a 67 year old man with no significant trauma who reported right hip pain. It was discovered that the ceramic head fractured 28 months postoperatively. He received revision and new coc bearing surfaces.